Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that he was on an airplane that landed hard, and his insulin pump got stuck between the seat belt and chair and jammed the button. The customer's keypad was unresponsive and he received a stuck button alarm. The customer performed the self-test and it rebooted the device and received a delivery stopped alarm. The customer's blood glucose level was unknown. The customer checked the alarm history and found a pump error 4 and 63. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No stuck button alarm during our testing. No damage was found on the keypad assembly during our visual inspection. No pump error 63 or 4 alarm during our testing. The insulin pump passed the self-test. The insulin pump passed the leak testing. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.